Event description:
No further event information is avaliable at the time of this report.

Manufacturer narrative:
One osseotite® tapered certain® prevail® implant 5/4 x 8.5mm (xiitp5485) was returned for investigation. Visual inspection of the as returned product identified wear due to usage around the platform and gouges around the external threads, likely from removal. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. The reported device was measured with calipers and was verified to match specifications. Pre-existing conditions noted on the per were smoker and grafted site. The patient had unknown bone density. Additionally, the customer reported the patient had pain in addition to peri-implantitis (infection & bone loss). The reported device was located on tooth # 30 (universal) and was used for approximately 2 months. The customer did not provide pictures or x-ray images. Device history record (DHR) review was completed for the subject lot number (2018062333). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Summary investigation.

Event description:
It was reported that after placing the xiitp5485 implant the patient developed infection on site #30. Infection causing significant bone loss at time of exposure. It is reported that the patient also experienced pain. The patient will have to return to the office for a new dental implant in 7 months.